Event description:
It was reported that during a robotic kidney procedure (malignant neoplasm of kidney), the device was locked around tissue and part of the robotic arm was locked in anvil of device as well. The knife blade was advanced approximately 2-3 cm and then stopped. Surgeon was unable to reverse knife blade. Manual override was used to retract knife blade and release device. The rep reported there was additional bleeding. Amount of bleeding is unknown. No blood products were given. Case was delayed just over one hour. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).